Event description:
Pt found on deflated mattress when staff checked reason for bed alarming. This is an ongoing problem with the low airloss beds, staff has been inserviced on these beds. Equipment is at uhs pump number.